Manufacturer narrative:
Field service evaluated the unit, and found a small leak in one of the input fittings. He plugged the leak, and tested the unit. After plugging the leak, and tested the unit. After plugging the leak, he found that he was getting a "straight blue line", however he had no issues with the unit delivering pressure. He documented his findings, and sent them to the avea tech support desk for analysis. The unit will be serviced during routine preventative maintenance.

Event description:
The customer reported a unit that alarmed "circuit disconnect" while in CPAP mode. The customer checked the circuit, and it appeared to be working okay. The unit seemed to be holding pressure, however it would not deliver gas "no air exchange". This incident occurred during pt use. The unit was removed, tested, and placed back on the pt but the same thing happened again. There was no harm or injury to the pt. Field service was requested.